Event description:
It was reported that multiple cartridge alarms intermittently occurred during insulin delivery. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.